Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6 reported event was confirmed due to the review of medical records. Visual examination of the provided pictures identified show the cup implanted with no significate damage noticed, the head shows discoloration and was not returned so its unknown if the discoloration is corrosion as reported, no other visible damage could be observed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient underwent a hip revision for a head and liner exchange on a mclaughlin +5 cup. Explanted a metal 40mm head and there was significant trunionosis around the explanted head (inside and out) and around the neck trunnion of the stem. Patient previously had complained of pain. No additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03140.